Event description:
It was reported that during reprocessing it was found that the water/air channel on the colonovideoscope was blocked. The instrument was washed and defined as much as possible and put out of use. The instrument was not used on patients after the discovery of problems with the water and air channel.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: d8, d9, h3, h4, h6, h10. Corrected field: b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. The device was returned, and an evaluation was completed for it. During inspection, olympus confirmed the reported event: "nozzle was clogged with foreign material". Based on the results of the investigation and the information provided, it could not be definitively determined what the foreign material was clogged in the nozzle. There was no damage to the area where the foreign material was detected. Additionally, the customer did not provide a cleaning disinfection and sterilization checklist, so it is unknown if there were any deviations. Whether there was deviation from IFU in reprocessing steps for the area foreign material remained or not was unknown. Therefore, the cause of the material remaining in the device could not be determined. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use:  ¿the instruction manual gif/cf-170 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested events.  The instruction manual gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested events.¿  . Olympus will continue to monitor field performance for this device.

Event description:
There were no reports of patient harm.